Manufacturer narrative:
Per the clinic, the patient experienced infection at the implant site, leading to the extrusion of receiver/stimulator. The patient was treated with antibiotics (type, date and duration not reported). The device was explanted on (B)(6) 2024.

Event description:
Per the clinic, the device was explanted. Additional information has been requested but has not been made available as of the date of this report.